Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (won't power on) has been confirmed. As received, the monitor was unable to power on. Upon evaluation, there was corrosion on connector j502 on the computer/analog board. The corrosion caused the inability to power on. The root cause of the corrosion was ingress of an unknown contaminant. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned monitor sn (B)(4) and reported that the patient's monitor would not power on.